Event description:
The customer reported that the device fails extended self test at the defib test. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device fails extended self test at the defib test. There was no report of pt involvement. The local philips representative evaluated the device and replaced keyscan pca to resolve this issue.